Manufacturer narrative:
Siemens technical operation team investigated customer's returned reagent cartridges. Major crack on optical window was found during inspection and was consistent with cartridge having been dropped. Technical operation team was unable to reproduce the customer's issue and all the cartridges provided results within acceptable limits. Customer was made aware that they need to perform quarterly maintenance, which customer stated that they will program on to the dca.

Event description:
Customer reported discordant hemoglobin a1c (hba1c) results on the instrument. There was no report of injury due to this event.